Event description:
According to the initial report, a pulmonary valve & conduit sg (sgpv00) was implanted during a ross procedure. Two days post-surgery, the patient presented with multiorgan failure. Blood cultures were taken and found to be positive for serratia marcescens and e. Coli.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion- formerly cryolife/jotec is accurate or has been confirmed by artivion.